Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported on behalf of the customer who received a reading of "lo" (readings lower than 40 mg/dl) from the adc freestyle libre 2 sensor and experienced symptoms described as "unpretty, nauseous, saw black spots" and seizures. It was further reported that customer received unspecified treatment by a non hcp and ambulance was called who obtained a reading of 8 mmol/l (144 mg/dl) on the hcp meter. Customer was transported by ambulance, however no treatment was provided. No further information was provided and attempts to gather additional information has thus far been unsuccessful. It should be noted as treatment received by third party is unknown, it cannot be determined if customer experienced hypoglycemia, which would be consistent with sensor reading. There was no report of death or permanent impairment associated with this event.